Manufacturer narrative:
A ge rep evaluated the sys and replaced the cine drive. System operates as intended. This MDR is related to ge healthcare.

Event description:
Customer reported the system is displaying a "cine disk not available" message. No pt injury was reported.